Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient was in a store and started to feel dizzy, she took something to drink but she ended up falling and lost consciousness. Due to not receiving alerts for low cgm values, the patient was not aware that they were hypoglycemic. The patient regained consciousness at the emergency room. The patient experienced a wound on her head and at the hospital they had to put 4 staples on her head to seal the wound. There was no documentation about any medication provided as the patient could not remember and it was not documented in the discharge papers from the hospital. The patient recovered and was discharged. It is unknown how long the patient was in the ER. There was no information about any blood glucose values during the entire event. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.